Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the catheter was returned, analyzed, and analysis results revealed the catheter was kinked. It was also noted the there was out of plane deflection and implant damage.

Event description:
It was reported that the catheter "would not unbend." No patient complications have been reported as a result of this event.